Event description:
The dealer states both the front and rear welds on the upper arm tube are starting to crack. The dealer states that the consumer may lean heavily on the arms to transfer which could cause the problem.